Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg); the cgm bg value was "high." Reportedly, there were trace amounts of ketones, but not considered dangerous by healthcare provider. The customer administered a correction bolus and a manual insulin injection to treat bg.